Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, it was reported that on (B)(6), 2015, the surgeon inadvertently implanted the device upside down. Revision surgery was peformed on (B)(6), 2015, to correct the device position. The implanted device remains.